Event description:
Bayer case number: (B)(4). Left external and internal iliac [iliac fossa pain] high fever [fever] multiple left inguinal [inguinal pain] retroperitoneal lymphadenopathies [retroperitoneal lymphadenopathy] inflammatory joint pain in the neck [painful joints] upper back and lower back pain [back pain] left knee pain [aching (l) knee] left heel pain [pain in heel] loss of strength in the right hand [muscle weakness upper limb] memory loss [memory loss] concentration loss [concentration loss] shortness of breath [shortness of breath] cardiac pain [cardiac pain] inflammatory polyarthralgia [polyarthralgia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("left external and internal iliac") and pyrexia ("high fever") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2024, 3898 days after essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required), pyrexia (seriousness criterion hospitalisation), groin pain ("multiple left inguinal"), retroperitoneal lymphadenopathy ("retroperitoneal lymphadenopathies"), painful joints (" inflammatory joint pain in the neck"), back pain ("upper back and lower back pain"), aching (l) knee ("left knee pain"), pain in extremity ("left heel pain"), muscular weakness ("loss of strength in the right hand"), amnesia ("memory loss"), disturbance in attention ("concentration loss"), dyspnoea ("shortness of breath"), angina pectoris (" cardiac pain") and polyarthralgia ("inflammatory polyarthralgia"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the painful joints, back pain, muscular weakness, amnesia, disturbance in attention and polyarthralgia had not resolved. The outcomes for abdominal pain lower, pyrexia, groin pain, retroperitoneal lymphadenopathy, arthralgia, pain in extremity, dyspnoea and angina pectoris were unknown. No causality assessment was received for essure with regard to groin pain, abdominal pain lower, retroperitoneal lymphadenopathy, pyrexia, painful joints, back pain, aching (l) knee, pain in extremity, muscular weakness, amnesia, disturbance in attention, dyspnoea, angina pectoris or polyarthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) left external and internal iliac [iliac fossa pain], high fever [fever], multiple left inguinal [inguinal pain] , retroperitoneal lymphadenopathies [retroperitoneal lymphadenopathy] , inflammatory joint pain in the neck [painful joints] , upper back and lower back pain [back pain] , left knee pain [aching (l) knee] , left heel pain [pain in heel] , loss of strength in the right hand [muscle weakness upper limb] , memory loss [memory loss] , concentration loss [concentration loss], shortness of breath [shortness of breath] , cardiac pain [cardiac pain] , inflammatory polyarthralgia [polyarthralgia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2025. The most recent information was received on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("left external and internal iliac") and pyrexia ("high fever") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2024, 3898 days after essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required), pyrexia (seriousness criterion hospitalisation), groin pain ("multiple left inguinal"), retroperitoneal lymphadenopathy ("retroperitoneal lymphadenopathies"), painful joints ("inflammatory joint pain in the neck"), back pain ("upper back and lower back pain"), aching (l) knee ("left knee pain"), pain in extremity ("left heel pain"), muscular weakness ("loss of strength in the right hand"), amnesia ("memory loss"), disturbance in attention ("concentration loss"), dyspnoea ("shortness of breath"), angina pectoris (" cardiac pain") and polyarthralgia ("inflammatory polyarthralgia"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the painful joints, back pain, muscular weakness, amnesia, disturbance in attention and polyarthralgia had not resolved. The outcomes for abdominal pain lower, pyrexia, groin pain, retroperitoneal lymphadenopathy, arthralgia, pain in extremity, dyspnoea and angina pectoris were unknown. No causality assessment was received for essure with regard to groin pain, abdominal pain lower, retroperitoneal lymphadenopathy, pyrexia, painful joints, back pain, aching (l) knee, pain in extremity, muscular weakness, amnesia, disturbance in attention, dyspnoea, angina pectoris or polyarthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.